Event description:
The physician was using a 182060cm-v coil for the case. The coil got stuck while pulling out the delivery wire even though only 4-5 cm of the coil was out of the micro-catheter. The coil did not come out when the micro-catheter was removed from the patient. The coil was subsequently pulled out of the patient using a "microvena" snare. The patient was stable post procedure.

Manufacturer narrative:
The device has not been returned for evaluation by the customer.